Event description:
On (B)(6) 2010, pt reported the up arrow button feels "off" when it is pressed. Pt stated the button will make the connection, but it feels different. Pt reported she noticed this issue on (B)(6) 2010. Pt reported the button does pop back up when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.